Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: missing stent. Time of device issue: during stenting procedure. Adverse event: none. It was reported that the stent was not present on the balloon during preparation; however, the device was handed to the physician for the procedure. The sds was advanced in the patient and the stent was noted to be missing on fluoroscopy, so, the device was removed. The stent could not be located anywhere and was not in the patient. Another vision with the same lot number was used successfully. The patient did not experience any adverse sequelae.